Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial report, additional information became available. The receiver was returned for evaluation. The following were performed: external visual inspection, internal visual inspection, receiver charge and boot, and pairing test, pairing/calibration/performance/range test and the data file was reviewed. The reported allegation could not be confirmed on the event date because the receiver and transmitter were not in a sensor session and\or paired.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.